Event description:
It was reported that the travel handle (plunger head) won't move and case damage.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with chipped out on lower left front corner and broken plunger lever. Event log history was performed and no error which related to customer reported problem was found. During analysis, the reported issue was able to be duplicated. A broken plunger lever is causing the plunger head to stick. The pump has been dropped or mishandled by customer. Service replaced the top case and right plunger case. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is user. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.